Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the tip of the sheath is hard and blunt and will cause dissection if pushed into the patient's artery during a coronary angiogram. It was reported that there was no harm to the patient. Additional information was received on 3/15/2018: after the procedure, the physician could not insert the angio-seal into the artery and an incision had been made on the skin. After three attempts to insert, he abandoned using the closure device. Hemostasis was achieved by manual compression and the patient was discharged. Additional information was received on 3/26/18: the reported blood loss was 250cc's.

Manufacturer narrative:
One 8 fr angio-seal vip was received for product evaluation. The device was received with the hemostatic sheath, arteriotomy locator and polyfoil pouch. The returned device was subjected to visual analysis where blood-like substance was found on the returned components. The arteriotomy locator, hemostatic sheath, and carrier tube assembly were returned in the partially opened polyfoil pouch. The arteriotomy locator was returned improperly inserted into the hemostatic sheath. The entire grooves on the hub of the arteriotomy locator were not fully inserted into the hemostatic sheath hub. Subsequently, the blood inlet holes were not aligned. The arteriotomy locator was then fully inserted into the hemostatic sheath and the blood inlet holes aligned. The tip of the hemostatic sheath was inspected no visual anomalies were noted. The distal tip of the arteriotomy locator was then examined. There was a slight deformation of the distal tip of the arteriotomy locator. The distal tip appeared flattened into an oval shape. An attempt was then made to insert a pin gauge into the arteriotomy locator to mimic a guidewire. Due to the deformation of the arteriotomy locator and dried blood like substance, resistance was felt. IFU states "insert the arteriotomy locator into the angio-seal insertion sheath, making sure the two pieces snap together securely. To ensure proper orientation of the arteriotomy locator with the sheath, the hub of the locator and the sheath cap fit together only in the correct position. The reference indicator on the locator hub must align with the reference indicator on the sheath cap." Due to the deformation observed on the arteriotomy locator, the complaint could be confirmed for difficult insertion of the arteriotomy locator into the patient's artery. The cause of the deformation at the tip of the arteriotomy locator appears to be due to compressive forces being applied to the tip flattening the tip. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information.